Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2019 to the flanks using coolsmooth, upper abdomen and to the flanks again using coolsmooth pro. On the same day, (B)(6) 2019, the patient had treatment to the lower abdomen using cooladvantage+ and underarms using cooladvantage, coolcurve+ contour. On (B)(6) 2019, the patient had treatment to the right side flank using coolsmooth pro. The patient developed paradoxical hyperplasia (pah/ph) 4 weeks after initial treatment and was diagnosed in the upper and lower abdomen, flanks and underarms on (B)(6) 2019. Ph was described as firm, dense increase in volume.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2019 to the flanks using coolsmooth, upper abdomen and to the flanks again using coolsmooth pro. On the same day, (B)(6) 2019, the patient had treatment to the lower abdomen using cooladvantage+ and underarms using cooladvantage, coolcurve+ contour. On (B)(6) 2019, the patient had treatment to the right side flank using coolsmooth pro. The patient developed paradoxical hyperplasia (pah/ph) 4 weeks after initial treatment and was diagnosed in the upper and lower abdomen, flanks and underarms on (B)(6) 2019. Ph was described as firm, dense increase in volume.